Event description:
The customer stated that on (B) (6) 2008 between 1 am and 3 am, the mp70 monitor alarms in bed (B) (4) were suspended without user interaction.

Manufacturer narrative:
The customer stated that on (B) (6) 2008 between 1 am and 3 am, the mp70 monitor alarms in bed 12 were suspended without user interaction. Philips personnel went onsite and tested the monitor. It worked per its specs and design. The alarm logs show the following for bed 12 alarms: 3 star brady alarm at 3:42:18 am (76<80), 3 star brady alarm at 4:16:18 am (75<80), and 3 star brady alarm at 5:58:08 am (76<80). In addition, the alarm logs did not show any alarm suspension during the time between 12:00 am and 6:00 am on (B) (6) 2008. Product labeling states that alarm annunciation stops when the condition ceases to exist. The described event is fully consistent with alarm resolution as the pt condition resolves if the alarms are configured to be non-latched. Alarm latching is adequately described in the labeling (instructions for use). A track wise query did not indicate a systemic issue. The available info supports that the monitor is currently in use at customer's site and that there was no malfunction of the device, labeling, or design. No further investigation or action is warranted. (B) (4).